Event description:
It was reported the removal instruments failed to remove the screws from the plate and from the bone after the plate was removed. Competitor devices were needed to successfully remove the hardware. This issue resulted in the procedure taking a few hours. This report is related to report numbers: 3025141-2022-00093, 3025141-2022-00094, 3025141-2022-00095, 3025141-2022-00096, 3025141-2022-00097, 3025141-2022-00099, 3025141-2022-00100, 3025141-2022-00101, 3025141-2022-00102, and 3025141-2022-00103 for the other devices involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown.